Event description:
Reference MFR. Report # 1627487-2019-03032, reference MFR. Report # 1627487-2019-03034, reference MFR. Report # 1627487-2019-03035, reference MFR. Report # 1627487-2019-03036. It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken wherein the entire system was explanted.